Event description:
It was reported that insulin drips were not observed to be exiting the tubing during the load fill process. Customer declined trouble shooting with tandem technical support. There was no reported adverse impact to the customer. No additional information was provided.